Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection, nasal/throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 11/15/2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infection, nasal/throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed an unknown dust contaminant on the blower, side panel, and the base enclosure. Hair-like particles were observed on the base enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. During the investigation of the humidifier, pil observed hair-like particles on the water tank, flip lid seal, and bottom enclosure. An unknown dust contaminant was observed on the flip lid seal, side panel, and bottom cover. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d and h was updated in this report.